Manufacturer narrative:
The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hypoglycemia, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system bp2a.250605.031.a3.a156usqs9dza1. Cloud - hardware sm-a156u. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include blurry vision and ¿was out of it.¿ the patient was treated with insulin via unspecified route. The patient noticed the inside of the pod was soaked with insulin and the cannula was shorter than usual. The patient also experienced low blood glucose where their bg decreased to 50 mg/dl at the emergency room. The patient was released the same day.